Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the middle and left buttons of insulin pump was unresponsive. The customer stated that numbers were not ramping on their own and scroll bar was not moving with no input. The customer stated that time was advancing. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.